Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown plate, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A (B)(6) female with multiple medical problems was revised to a pf-lcp after radiographic evaluation showed loss of fixation of a right hip basicervical femoral neck fracture that had been treated three weeks prior with a compression hip screw. Subsequently, the patient developed hip pain. Radiographs showed loss of fixation proximally with varus angulation of the femoral neck at the fracture site. The patient underwent total hip arthroplasty without complication. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal femoral locking compression plate. A copy of the journal article is being submitted with this medwatch.